Event description:
The customer reported that the ventilator went vent inop and alarmed during use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician confirmed the vent inop occurrence due to a pressure sensor failure. The service technician replaced the sensor pcb board to address the reported problem. Performance verification testing was completed and passed per operating specifications.

Manufacturer narrative:
Printed circuit board (pcb).